Manufacturer narrative:
Device evaluation summary: the device was returned to the apollo device analysis laboratory on 12/sept/2019. A deployed balloon was only received for evaluation. The balloon was noted to be discolored as the shell was green in appearance and the center patch was yellow in appearance. One tear was noted on the posterior portion of the balloon shell. The tear covered approximately 10% of the shell. Yellow and white particulate matter was observed on the shell. Five additional openings were observed on the shell. Three openings were noted on the radius of the shell and two openings were observed on the posterior portion of the shell near the tear. Under microscopic analysis, the openings observed on the radius and posterior portion of the shell were noted to have striated edges, consistent with damage from a surgical tool. An air leak test was not feasible, as the device had a large tear covering approximately 10% of the balloon shell.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the device labeling notes the following: warning and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had "reported greenish urine. Endoscopy confirmed leaky balloon and patient decided to explant the orbera balloon and not put another balloon."